Event description:
The rptr stated, a 21.5 diopter aq2010v silicone three piece lens was tight in the cartridge prior to being inserted and the surgeon felt the lens may have been damaged, so decided to use another same type lens. There was no pt contact. The rptr stated, the cause of the event was due to cartridge.

Manufacturer narrative:
Device evaluated by MFR: the prod pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.